Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found the fault with ippc (image processing pc). Analysis of the system log file confirmed multiple failures. During troubleshooting, fse initially found faults in the image hard disk, and image circuit, replaced the hard disk spare parts, but the problem persisted. Functional tests were carried out by fse using new hard disks and ippc, but the problem remained the same. After multiple diagnosis, fse found the problem with ippc. Fse replaced the ippc, reloaded and recreated the image store software. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis. However, after replacing the ippc and reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the footswitch was not working and thus, x-ray imaging was not possible at times. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.